Event description:
A customer contacted baxter's technical service center regarding a low drain alarm that appeared on the display of the home pt's homechoice machine during drain. Per initial report, hp noted fibrin in lines, and baxter's technical service center assisted ending therapy early. No pt injury or medical intervention was indicated at the time of the initial report. A follow-up call was placed to hp's nurse, who stated that the hp had developed peritonitis. After several follow-up calls to the nurse for more info on the peritonitis episode, the hp's nurse stated that she did not feel comfortable giving out any pt info regarding the peritonitis episode.